Event description:
It was reported that during procedure the left bumper broke. The device broke inside of the patient. All pieces retrieved. S+n backup device was available. No closure letter required. No delays reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the journey ii femoral impactor bumper confirms the device has fractured into two pieces. Only one piece of the bumper was returned. This instrument exhibit signs of significant use and wear. The piece returned did not show the lot number for the device. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.